Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that there was no malfunction and the reported issues of rv lead undersensing and oversensing, double counting of wide complex erratic rhythms, the patient was in an agonal-type rhythm and pulseless electrical activity were related to the patient condition/dying process. The patient passed away in a manner unrelated to the device system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was right ventricular (rv) lead undersensing and oversensing noted. It was also noted that there was double counting of wide complex erratic rhythms, the patient was in an agonal-type rhythm and there was a pulseless electrical activity event during that time. The rv lead remains in use. No patient complications have been reported as a result of this event.